Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the complaint. The reported device was located on tooth #30 and length of usage is unknown. Pictures or x-ray images were not provided. DHR review: DHR review and complaint history review could not be performed, as the lot number associated with the reported product was not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: no complaint history review could be performed without relevant lot. A complaint history review by item number was conducted for the (tsvwb11) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Post market trend review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional PMA/510(k) number is k013227. Manufacturing date is unknown. Device will not be returned to zb.

Event description:
It was reported that the threads of the implant were damaged. Customer requested a thread tap tool to readjust the threads. Implant remains implanted. Tooth #30.